Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pace impedance measurements, however there were no other issues with the lead. The lead was reprogrammed and no other measurement issues were observed. One year later the lv lead once again exhibited high out of range pacing impedance measurements. An x-ray revealed that the lead had fractured. Subsequently the lead was electrically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.